Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause may be implant loosening. Part numbers, lot numbers, manufacturing dates (if available), expiration dates and UDI numbers: ifuse implant, p/n 7030-100, lot# 7753003235001, manufactured 04/13/12, expires 2015-04, UDI (B)(4). Ifuse implant, p/n 7040-100, lot# 8028003323003, manufactured 05/25/12, expires 2015-05, UDI (B)(4). Ifuse implant, p/n 7035-100, lot# 8028003323002, manufactured 05/25/12, expires 2015-05, UDI (B)(4).

Event description:
In (B)(6) 2013, the patient underwent left side si joint arthrodesis where three implants were placed. The patient never had good pain relief after the initial procedure and later presented to a new surgeon with pain complaints. The surgeon thought that the implants may have been loose. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the implants. The status of the patient following the revision surgery is not yet known.